Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the alert sounded for out of range impedance on the right ventricular defibrillation coil, the right ventricular pacing coil and the superior vena cava (svc) coil due to the connector pin issue.

Manufacturer narrative:
Concomitant medical products: cmrm6133eu (absorbable antibacterial envelope), implanted: (B)(6) 2017; dtma2d1 ICD, implanted: (B)(6) 2017; 439678 lead, implanted: (B)(6) 2012.

Event description:
It was reported that home monitoring showed there were recurrent false alarms for an issue with the right ventricular lead. The connector pin of the right ventricular coil was subsequently reconnected to the device in a revision procedure. The device and lead remain in use. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.